Manufacturer narrative:
The savina 300 is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The lifetime of the battery is specified to 200 charging/discharging cycles. Although the particular battery was installed into the device in (B)(6) 2021, the log file of the ventilator indicates that it has already reached end of life. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. The entries recorded in the log demonstrate that several test instances failed due to a worn battery. A challenging use model with frequent incomplete charging and discharging cycles may accelerate the aging of the battery and, within 4 months and 1 or 2 patient transport sequences per day, the estimated 200 cycles may have been accumulated already and brought the battery to the end of its useful life. The charge status of the battery is being displayed continuously but incomplete charging and discharging over time will cause that the runtime forecast becomes imprecise. Dräger finally concludes that the specific use conditions have contributed to the shortened lifetime of the internal battery in the particular case. As an optional accessory, an additional external battery is available which has a larger capacity. It can cover a number of patient transport cycles per day and may be fully recharged over-night afterwards.

Event description:
It was reported that the device was operated on battery supply when it suddenly shut down. As per report, the users immediately connected the ventilator to mains supply and, operation was resumed. No patient consequences have reportedly occurred.